Event description:
Report received of a leakage of chemotherapy from the "connector." The pt was receiving busulfex via central line. The drug was delivered at 8ml/hr via an omno flow pump. Approximately a "few hours into the infusion," the pt noted leakage of 75mls of solution from the connector. There was no skin contact with the chemotherapy agent. It was unknown how long the tubing set was in use when the leak occurred. A new set was obtained and the infusion continued. The pt did not miss a dose of chemotherapy. There was a "short delay in therapy, until the chemo was cleaned up and the new tubing primed." Though requested, no additional info was provided.